Manufacturer narrative:
On (B)(6) 2021, a repeat head CT scan showed evolution of right territory distribution, laminar necrosis along superior right frontal component and right basal ganglia hyperdensity; all unchanged. Persistent apparent hypoattenuation in the left occipital and posterior temperoral lobes was noted and may represent an acute infract. The patient's asymmetrical facial and left leg weakness had improved.

Event description:
Berlin heart was informed by the site on 3/1/2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event. The pump was full fill and ejection, but fibrin was noted in the pump. On (B)(6) 2021, the patient was found to have a left facial droop and an inability to move the left arm and leg. A head CT conducted on (B)(6) 2021 found a large right mca ischemic stroke with cerebral edema. Anticoagulation was stopped. The patient was started on keppra. A repeat head CT scan on (B)(6) 2021 showed no changes from the previous scan. On (B)(6) 2021, a pump change occurred for thrombus.